Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate therapy for an atrial driven rhythm. As a result, the patient received shocks. There was no therapy exhaustion reported. The patient was hospitalized as a result. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of inappropriate shock.

Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate therapy for an atrial driven rhythm. As a result, the patient received shocks. There was no therapy exhaustion reported. The patient was hospitalized as a result. The device remains in service. No additional adverse patient effects were reported. Additional information was received which indicated the device was explanted due to normal battery depletion. The device was returned for analysis.